Event description:
The user facility reported that during priming of the oxygenerator circuit, the perfusionist noticed a fluid leak at the gas outlet port. The unit was changed out prior to the start of the bypass procedure. Therefore, there was no patient involvement. The bypass procedure was complete without incident using the second oxygenator.